Manufacturer narrative:
No patient information provided as no patient was involved in this concern.) No instrument was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a tracking instrument was damaged. Further information pending gfe. There was no patient present when this issue was observed.